Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt "terrible". It was also reported by the patient that their implantable pulse generator (ipg) "seems to be going wonky". The ipg remains in use. No further patient complications have been reported as a result of this event.